Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal separated from covering and it would ot burn. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue buildup was observed on the jaws. The wire remained in place at the base of the jaws. The condition of the device as returned precludes any electrical testing for resistance, jaw force and temperature. However, a pre-cautery test per the instructions for use and a poly-fuse safety shut-down test are both able to be performed. The pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply. The device passed the pre-cautery test. It produced steam and heat during several activations and shut off when the toggle was released. A polyfuse electrical test was performed; the polyfuse successfully shut off the heater after a prolonged period of time and reactivated after approximately 30 seconds of cool-down. Based on the returned condition of the device, the reported complaint was confirmed for "bent/detached heater wire". A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Two failure modes were reported for the same device. The coding reflects the confirmed failure mode. The second reported failure mode (2587) was not confirmed.